Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ping enhanced meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 10:00am. The patient manages her diabetes by self-adjusting her insulin doses and stated that she administers a sliding scale insulin dose of humalog based on carbohydrate intake. The patient reported that 25 to 30 minutes after the alleged issue occurred, she developed a symptom of blurry vision which she associated with low blood glucose however denied receiving any medical intervention. During troubleshooting, the cca noted that the patient followed the correct testing procedure and there was no apparent misuse of the device. The issue was not resolved when the patient was walked through a retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia any medical intervention. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.